Manufacturer narrative:
It was reported that the scale was not working. This was originally determined to be scale measured weight inaccurate; however, the device was evaluated and it was determined that the scale was not functioning altogether. This issue is not reportable per the calculated exposure of the product family hazard harm list criteria. The malfunction has not previously, and is not likely to, result in serious injury or death to the patient or caregiver.

Event description:
It was reported that the scale was not working. This was originally determined to be scale measured weight inaccurate; however, the device was evaluated and it was determined that the scale was not functioning altogether. This issue is not reportable per the calculated exposure of the product family hazard harm list criteria. The malfunction has not previously, and is not likely to, result in serious injury or death to the patient or caregiver.

Event description:
It was reported that the scale was not working, possibly indicating scale measuring weight inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.